Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer experienced high blood glucose levels for several days prior to the event. The customer increased the insulin dosages, but continued to experience high blood glucose levels. It was stated that the customer was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.